Event description:
It was reported that after washing the monopolar curved scissors instrument, a bend at the assembly point was observed. The cause was unk but was not noticed during or post procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tube extension to be dislodged from the main tube. The entire tube extension wall is broken at the base of the orange-colored tube. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. Engineering concluded that damage may be due to excessive side loading. Engineering also observed the distal end of the main tube to have a 6" long section with material removed around the outer diameter of the tube. The damaged area has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.